Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer device was not detected on bus. A field service engineer (fse) replaced the board for the main half height drawer 4.1, but during testing the drawer failed again. The board was replaced once more along with the retractor band, and the row board cables were reseated. The unit was then tested under the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was indicating device not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.